Event description:
It was reported that the inflatable penile prosthesis (ipp) was undersized. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length too long may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. D4 unique identifier (UDI) for reservoir: (B)(4).